Event description:
The customer reports: PICC line placed on 6/11 using vps navigation system during which tip confirmation was reached and documented. At time of placement function of PICC line was confirmed. The line was placed at 40cm internal and 0 cm external. The line function was lost on 6/16 which resolved with cathflo and now lost today which led to x-ray confirmation.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided a photo of a single lumen PICC catheter for evaluation. The photo revealed that the catheter body had a few bends, but the photo could not confirm the complaint of an inadequate flow rate. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The reported complaint of inadequate flow rate could not be confirmed through analysis of the customer supplied photo. The image shows a used PICC catheter; however, it cannot be determined if the flow rate is defective without the actual complaint sample returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: PICC line placed on (B)(4) using vps navigation system during which tip confirmation was reached and documented. At time of placement function of PICC line was confirmed. The line was placed at 40cm internal and 0 cm external. The line function was lost on (B)(6) which resolved with cathflo and now lost today which led to x-ray confirmation.